Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal. The pump was not returned. There are no other details related to the placement signal not reliable (psnr). Data logs were not provided. The root cause of the optical signal issue was not determined since logs/product were not returned and insufficient clinical evidence was provided. An rp pump was inadvertently opened and a 23fr introducer was used for rfa access. The desired pump, impella cp, was successfully advanced through the 23fr sheath to the lv pre-pci. Due to concern for limb ischemia with 23fr sheath, a groin angio was performed, and the sheath was found to be occlusive. The pump was explanted. The root cause of the delivery issue was most likely use related because the incorrect introducer was used for femoral access with an impella cp. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1. Product problem updated. B5. Updated to include placement signal issue description. H6. Updated to include placement signal issue coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-12770. B7. Other relevant history, including preexisting medical conditions updated. D.10. Concomitant medical products and therapy dates updated. E4. Should have been left blank in the initial report. G1. Reporting contact email and reporting contact fax number updated.

Event description:
The complainant also reported that a placement signal not reliable alarm occurred during the impella cp procedure. The patient remained stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.).

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the impella cp procedure the impella rp was inadvertently opened, and 23 fr sheath was used for the right femoral artery access. Impella cp was advanced to the left ventricle and support started. The sheath was occlusive. The decision was made to attempt cp wean. The left femoral artery access was obtained, and advancement of wire was attempted from contralateral side but was unsuccessful. The impella cp was explanted. The patient was stable.